Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was sleeping when the cgm alerted him to be 45 mg/dl. Prior to this, the cgm was reading 300 mg/dl and then it ¿shot down to 45 mg/dl¿. No bg meter comparison value was taken. No patient symptoms were reported. The patient¿s wife panicked and called 911. While waiting for emergency medical service (ems), the patient¿s wife treated him with nasal glucagon spray. When ems arrived, the patient¿s bg meter was reading 303 mg/dl. The patient was brought to the emergency room (ER). At the ER, the patient was treated with IV saline. The patient was discharged home after a few hours. The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.